Manufacturer narrative:
(B)(4). The patient was discharged from the hospital one week after admission and was given a prescription for antibiotics. The patient had not filled their prescription for the peritonitis event at the time of the report. No further information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by stomach pain. The cause of the peritonitis was not reported. On an unreported date, the patient went by ambulance to the emergency room and later that day, the patient was transferred to the patient's regular facility (unspecified). Subsequently the patient was hospitalized for one week for the event. On the first day of hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (dose, route and frequency not reported). The outcome of the peritonitis was not reported. At the time of this report, physioneal and extraneal therapies were ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.